Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of peritonitis in a patient coincident with dianeal pd2 ultrabag for peritoneal dialysis (pd). It was reported that dianeal therapy was ongoing. On an unreported date the patient experienced constipation. On (B)(6) 2012, the patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the peritonitis was reported as constipation. The patient received remedial treatment with an injection of vancomycin 2gm (ip) and an injection of fortum 1gm (ip) (frequency and lot numbers not reported). This peritonitis event was resolving.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.